Event description:
Pacemaker implanted 10/95. Pt died 12/1/95 following admission for weakness, chronic renal failure, aortic stenosis and insufficiency, volume depletion from dialysis, ischemic cardiomyopathy and hypotension secondary to volume depletion and poor cardiac output. Death not pacemaker related.